Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of electromagnetic interference (emi) resulting in an inappropriate shock. The device was tested with provocative maneuvers. The device was subsequently reprogrammed to the primary vector to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.